Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the left plunger case. The event history log confirmed an occlusion alarm occurred. Functional testing was able to replicate the reported issue; premature occlusion alarm was found during occlusion testing. The root cause was determined to be a combination of the force sensor and plunger cable. The force sensor and plunger cable were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit alarmed occlusion when there was no occlusion happening. The event occurred before infusion on an unknown event date. There was no delay in therapy. There was unknown physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B.3. Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.